Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a surgery of unknown type with a becker 5mm x 26cm large handle cannula 5mm x 26cm and tip broke off in the patient during liposuction surgery. The healthcare professional had to find it with x-ray and therefore, had to make another incision. The patient did not experience any injury.

Manufacturer narrative:
On (B)(6) 2019, it was reported to mentor that the during a liposuction procedure a becker 5mm 26cm lg cannula tip broke inside of the patient. This resulted in the need for the patient to undergo an intraoperative x ray to locate the tip, resulting in an additional 2 inch (approximately) incision to obtain the tip from the patient's body. This resulted in 30 additional minutes. To the reporter's knowledge, the patient is well. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 4/17/2019, it was reported to mentor that it was not possible to perform a proper failure analysis since the cannula was not returned. Nonetheless, the customer provided some pictures of the actual cannula involved in the complaint. Based on the photo, the tip appears broken and fully separated. The complaint was confirmed. No further investigation can be performed at this time. No corrective actions are required. Complaint will be closed. If the complaint device is received in the future, the complaint will be reopened and an investigation will be performed accordingly. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 4/9/2019, it was reported to mentor that manufacturing record evaluation was performed for the finished device 110930-09 number, and no non-conformance's related to the reported complaint condition were identified. Manufacturer¿s reference number: (B)(4).